Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a catheter sensor map error was displayed on the carto 3 system. The catheter cable was replaced but the issue remained. The catheter was replaced and the issue was resolved. It was also reported that the catheter displayed a poor image quality on the ultrasound system. The swiftlink was reseated and the ultrasound system was rebooted and still the issue remained. The issue was resolved after the user replaced the catheter. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no results.

Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report (see sections); provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes (see sections); and provide additional manufacturer. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).